Event description:
---

Manufacturer narrative:
---

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) and right ventricular (rv) lead, exhibited twiddler's syndrome. The ra and rv leads were observed to have dislodged. A revision procedure was performed. The leads were successfully explanted and replaced without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Laboratory analysis confirmed the reported clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that only the proximal segment of the lead was returned severed approximately 41.2 centimeters (cm) from the terminal pin, coils stretched 5 cm beyond the distal end. Analysis noted a cut in the poly tubing approximately 8.5 cm from the pin and a cut in the poly tubing approximately 14.8 cm from the pin, the coils at that location were kinked approximately 30 degrees, the lead was noted to be very slightly twisted/wavy. Resistance testing was completed to assess lead electrical performance. Measurements were within normal limits.